Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) of over 600 mg/dl. At the time of the reported event, the customer had not treated the elevated bg. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.